Manufacturer narrative:
(B)(4). Damaged release button. The analysis found that one ple60a device was received for analysis without cartridge reload. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the device was found to have the clamping mechanism damaged. Due to the wear and damage to the clamp release, it appears that the device was forced open with the knife not at the home position. However, the instrument opened properly. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device fired as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure there were three devices used by the surgeon. He first used two ple60a devices the first device would not close, he used a second device and it would not fire. It is not known what he used after that during the procedure. No information is available at this time on how the case was completed or the patient status.